Event description:
Tech alleged that the siderail will not latch in the up position. No pt impact.

Manufacturer narrative:
The tech found the weld broken at the siderail pivot point. The tech replaced the left head siderail to resolve the issue.